Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer was instructed by technical support to disconnect the tubing, perform several boluses with adjustments, and bolus completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy.